Event description:
The facility reported a flo-gard infusion pump which overinfused an unknown drug during a patient infusion. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump which over-infused was not confirmed nor duplicated during product evaluation. Delivery accuracy tests were performed and found the pump to be delivering within specifications. Therefore, no assignable cause could be provided for the reported condition and no repair was necessary. Additional information: a service history review revealed no previous service events were related to the reported condition. A device history review revealed no exception, nonconformance, or rework that occurred during the manufacturing of the complaint serial number. Should additional information be received, a follow-up medwatch will be submitted.